Event description:
It was reported that during device-change out procedure, noise on the ra lead was noted and insulation breach was noted. The lead was explanted and replaced. The patient was in stable condition.